Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was in the range of 20 - 300 mg/dl and 88 mg/dl. The customer reported that the buttons were difficult, battery life diminished and priming was loud. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked display lcd window corner noted. Device passed displacement test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted.(B)(4).